Event description:
Trauma/clinical complications only. Additional information received from the distributor indicated that patient received beat on the mouth, therefore abutment and implant (unknown) have to be removed.

Event description:
Trauma/clinical complications only. Additional information received from the distributor indicated that patient received beat on the mouth, therefore abutment and implant (unknown) have to be removed.